Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels reached 592 mg/dl. The pod was not worn. The patient needed to seek medical attention due to bg levels increasing because they ran out of supplies after consecutive pod hazard alarms that was verified were related to pod shut off reminder. The patient was treated with insulin. The patient was discharged on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.